Event description:
Workstation intermittently opens wrong patient exam.

Manufacturer narrative:
A ge representative evaluated the issue with the customer's system and provided suggestions for work-around. Safety letter was also provided to the customer. There was no patient injury associated with this event. This system is being monitored and remains in use at the facility.